Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was not allegation of device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm was observed. The device's interface board was replaced to address the issue. There was no pt harm, as designed.